Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed and no anomalies were found.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the attempted right atrial (ra) and right ventricular (rv) silicone pacing leads could not be manipulated by the physician due to friction in the blood vessel. Polyurethane leads were used in their place. No patient complications have been reported as a result of this event.